Event description:
Clear i.v. Port separated from femoral sheath. The pt lost two units of blood.

Manufacturer narrative:
Visual examination: upon receipt, it was noted that the clear sideport tubing was disconnected from the csi at the barb. Dried blood stains were also noted on the tubing. A compression ring created by the tubing being placed over the csi barb was observed on the end of the sideport tubing. This ring indicates that the end of the tubing was placed a distance of 1mm over the barb, but did not completely cover the barb. This condition has been attributed to an isolated mfg inspection error. A review of this product's history for the last three years revealed that sideport tubing disconnecting has occurred at a rate of .000275 percent (2.75 parts per million).